Event description:
The pump was returned for investigation. Investigation revealed that the display screen was badly scratched as well as dim. Investigation also revealed that there was damage to the button contacts with the presence of contamination which caused them to be unresponsive. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display screen was scratched in multiple places. Additionally, the display was faded and discolored. The keypad was completely peeled off of the pump and torn next to the ok button. The contrast button contact was missing. All of the keypad buttons were unresponsive to user input. Contamination was found underneath all of the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).